Event description:
Follow-up revealed the pain at the ipg site was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. Reportedly, a fluid pocket which resolved caused the ipg to become loose in the ipg pocket. As a result, the patient's ipg was relocated on (B)(6) 2016.